Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that her daughter had experienced high blood glucose level and insulin pump had a battery out limit alarm. The customer¿s blood glucose level was 400 mg/dl. The customer stated that they had received battery out limit alarm. Customer stated that the pump alarmed during normal use. Customer reported that they were able to clear the alarm. It was reported that they had blank display. The customer was advised to disconnect from the pump. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit alarm due to blank display.